Manufacturer narrative:
The liko universal sling was used in combination with a invacare birdie mobile lift and slingbar birdie/flamingo. A hill-rom textile engineer examined the universal sling and found that the sling had a rupture with an indicated diagonal cut. The inspection of the sling does not show any wear contributing to the malfunction. The most probable cause to the malfunction is that the webbing in the loop has been cut by something sharp such as knife or scissors that would give a visual appearance similar to the rupture on the examined sling. Per the universal sling instructions guide 7en161110, rev. 10, care and maintenance: check the sling before each use. Check the following points with regard to wear and drainage: fabric, straps, seams, suspension loops. The account informed that periodic inspection was performed on the sling 2018-mar-12. The account will receive a new universal sling as replacement for the broken one. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that during the transfer of patient from bed to wheelchair, one of the strap loops on the sling broke causing the patient to fall and hit his head. The lift was located in the patient's apartment. There was a non-serious patient injury reported. This was filed in our complaint handling system as complaint (B)(4).